Event description:
Boston scientific received information that this patient passed away during the implant procedure. Prior to the procedure, the patient was offered a heart transplant as the left anterior descending (lad) was occluded. The patient turned down the heart transplant and was then offered an implantable cardioverter defibrillator (ICD). The patient was considered high risk, but they went ahead with the implant. During the procedure, the right ventricular (rv) lead was implanted in the mid-septum region with appropriate measurement, except poor r-waves. The physician elected to move the lead to the apex and obtained better measurements. The patient started complaining about pain in shoulder, but the physician kept working on the implant thinking the pain could be related to the location of where they were working. However, at some point after the lead was moved to the apex, blood pressure dropped from the 80's to high 60's. Within 30 seconds, the physician ordered a stat echocardiogram, which showed no effusion. The patient then developed sinus tachycardia over 110-120 bpm and that's when they decided to stop the procedure. The patient's rhythm then developed into ventricular tachycardia (vt) followed by ventricular fibrillation (vf) and he subsequently passed. The field representative noted shortly after the patient developed runs of vt, the physician injected dye in the shoulder to confirm there was no effusion where the sheath had been inserted. What caused the events was not confirmed, but the physician felt the patient was high-risk going in to the procedure and believed he suffered a massive coronary event while on the operating table.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.